Event description:
The facility's tech reported an infusion pump with an 810:04 failure. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.